Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 with the laser setting of 8 kilojoules. According to the complainant, during the procedure, the connector of laser fiber was noted to be hot and smelled like smoke inside the room. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.